Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 16.2 cm from the distal tip. The appearance of the catheter is consistent with a rupture caused by over-pressurization as a result of an undetected kink or other obstruction within the catheter. Catheter rupture. (B)(4).

Event description:
Treatment of an avm. It was reported that the catheter ruptured during onyx injection. No complications were reported with the patient as a result of the event. Same event as MDR# 2029214-2012-00006.